Event description:
The customer alleged they received a questionable ion selective electrode potassium result for one patient on their c501 analyzer. The patient's initial potassium result was 4.75 mmol/l and it was reported outside the laboratory. The doctor called to question the result. The sample was tested on another c501 analyzer and the results were 3.53 mmol/l and 3.7 mmol/l. The repeat results were considered correct and issued as a corrected report. The customer stated they repeated the sample on the initial c501 analyzer and it was close to the results on the other c501 analyzer. Information on whether the patient was adversely affected was requested but not provided. The potassium electrode lot number and expiration date were requested but not provided. The customer stated they were getting water level too low alarms on both analyzers. The customer refused service.

Manufacturer narrative:
A root cause could not be determined with the lack of data provided by the customer. Additional details were requested but not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.